Event description:
The patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced pain, infection, urinary problems, recurrence, dyspareunia and neuromuscular problems. (B)(4) ¿ bowel/bladder problems; undefined recurrence.

Manufacturer narrative:
Date sent to FDA: 05/05/2017. It was reported that patient underwent concurrent cystoscopy procedure. It was reported that patient underwent excision of mesh on (B)(6) 2011 by dr. (B)(6) at (B)(6).

Event description:
It was reported that patient underwent concurrent cystoscopy procedure. It was reported that patient underwent excision of mesh on (B)(6) 2011 by dr. (B)(6) at (B)(6).